Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The reported product is an unknown baxter transfer set. This report involves the same patient as in cmplnt-(B)(4) and cmplnt-(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis and/or a batch review could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced cloudy effluent, suspected to be peritonitis coincident with peritoneal dialysis therapy. The cause of the suspected peritonitis was unknown. The patient was hospitalized for the event. Treatment for the event was not reported. It was not reported if dianeal therapies were ongoing. It was not reported if the patient was recovering or was recovered from the event. Additional information was requested but is not available. This is report 1 of 3.